Event description:
After priming tube feeding and placing in kangaroo pump, tube feed running for approximately 2 hours, when pump began alarming with message reading "cassette error. Tube slip detected. Remove and reload cassette". Writer proceeded to remove and reload cassette several times. No tubing noted to be out of place. Continued to receive the same alarm on notification. Cassette removed and sequestered. New cassette in pump, no issues as of this writing. Manufacturer response for feeding cassette, kangaroo omni feeding set (per site reporter). Emailed mfg on [redacted].